Manufacturer narrative:
Premature battery depletion was confirmed by analysis. High current drain was found in an internal supply voltage node in an integrated circuit (u1) which caused the premature depletion. A longevity calculation was performed and found battery depletion was normal based on the high current draw. Additional bench testing was performed and no other anomalies were detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving an alert. Upon review, premature battery depletion was observed. The patient never received any device therapy. The device was explanted and replaced. Patient was in stable condition.